Manufacturer narrative:
Additional information: h6, h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. E1: initial reporter address: (B)(6). E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified nutrition empty bags had a white, very small, unknown particle. The particles appeared and then disappeared shortly after compounding. This was observed after routine mixing with argatroban prior to patient use. There was no patient involvement. No additional information is available.